Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted the rv lead was capped and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation caused by the right ventricular (rv) lead. It was noted that the stimulations began right after the patient had fell and would occur when the patient would lay on the left side. It was also noted that the rv lead threshold measurements was chronically high. Reprogramming was done, which resolved the stimulation and the lead remain in use. No further patient complications have been reported as a result of this event.